Manufacturer narrative:
(B)(4). A visual inspection was conducted on the returned instrument. The elevator shows signs of multiple uses including heavy marking and scratching on the elevator surface. Further inspection shows that the elevator tip has fractured. The fractured elevator tip was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the elevator was damaged but was later discovered to be fractured. Attempts have been made and no further event information is available at this time.